Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips of the jaw would not come together. States patient had large branches and didn't feel safe to continue with kit, so he opened new kit to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The heater wire was slightly flexed away at the center of the hot jaw. The wire remained attached at the tip and the base of the jaw. A mechanical evaluation was conducted. The jaws did not fully close when the toggle switch was engaged. No other visual defects were observed. Based on the return condition of the device, the reported failure "mechanical issue; jaws did not align" was confirmed, as well as the analyzed failure "bent wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips of the jaw would not come together. States patient had large branches and didn't feel safe to continue with kit, so he opened new kit to complete the procedure. The hospital did not report any patient effects.